Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had complained a few weeks ago about an alarm and was having issues with her driveline. The driveline was extremely twisted upon itself, kinked, and has somehow destroyed the silastin covering. Vad coordinator was able to untwist it, rescue tape it, and get it almost completely straight although 1 section is kinked. Patient was not taking care of the rest of her equipment either, and had power cable disconnects due to dirty batteries and clips. Log file analysis captured power cable disconnects that were not associated with power source changes. There was no indication of any driveline issues in this log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the patient's driveline could not be confirmed through this evaluation because the device remains in use and no photographs of the external portion of the driveline were submitted for review. The submitted system controller log file contained data from (B)(6) 2020 ¿ (B)(6) 2020 and appeared to show the pump operating as intended with pump power, estimated flow, and average pi remaining stable in the ranges of 4.0-4.7 watts, 3.4-4.9 lpm, and 5.8-8.3, respectively. The driveline wire electrical continuity data recorded in the submitted log file showed that all motor phase values remained stable within specification and revealed no evidence of a potential wire conductor breakdown issue. The pump speed remained above the low speed limit for the duration of the log file. The submitted log file data showed no indication of a potential driveline wire compromise. Information provided indicated that the hospital staff was able to untwist the patient's driveline, apply rescue tape, and get the driveline almost completely straight. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. Heartmate ii lvas IFU : section 6 "patient care and management" (under "pump performance monitoring") outlines how to care for the driveline and also addresses damage due to wear and fatigue of the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 2 "how your heart pump works", section 4 "living with the heartmate ii", and section 5 "alarms and troubleshooting" (under "what not to do: driveline and cables") cautions the user to not twist, kink, or sharply bend the driveline, system controller power cables, or power module patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook cautions the user: call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. No further information was provided. The manufacturer is closing the file on this event.